Manufacturer narrative:
Evaluation: the catheter was visually inspected and no visual defects were found on the catheter. A functional articulation test was performed by actuating the thumb switch and found that the tip articulates as normal when the thumb switch is moved through its various positions. The complaint is not confirmed. It is not known what caused the customer perception that the device was defective. No CAPA required per CAPA assessment at this time. The instructions for use appropriately educate on how to use the device for placement into the coronary sinus. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation anticipated upon product return from the customer.

Event description:
The following was reported by an edwards' sales rep: "a procedure was performed on (B)(6) 2013, the md was in charge of placing the proplege coronary sinus catheter. The md did the usual prepping of the catheter. They've positioned the product using tee and fluoroscopy, and had a few issues with the placement but ended out positioning the tip if the catheter to a proper position. During the surgery, they were not very happy with the retrograde cardioplegia delivery and decided to switch to antegrade. Upon removal of the catheter, they realized that the articulating positioning dial was not working: when they moved it from position to position, nothing would change at the tip. They had not checked it prior to insertion or during product prepping, so don't know if it was not working from the start." No injury to the patient reported